Event description:
The external pulse generator was returned to the manufacturer for repair of the upper and lower cases. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that upper/lower case was broken. It was also found that the display was out of electrical specification. The side bail covers were broken and the ring was bent.